Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the tubing cuff of an rt021 catheter mount was torn. This was found prior to patient use.

Manufacturer narrative:
The complaint rt021 catheter mount was just returned to fisher & paykel healthcare in (B)(4). A follow-up report will be provided upon completion of our investigation.